Manufacturer narrative:
Correction section b5 : the event summary was updated to include laboratory testing for a complete summary.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed that the left ventricular (lv) lead had sensed and captured at the atrial chamber due to the lead dislodgement as observed via x-ray imaging during a clinic visit and fluoroscopy during the procedure. The lv lead was explanted and replaced on (B)(6) 2024. The patient was in a stable condition.

Event description:
It was reported, that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pacemaker showed, that the left ventricular (lv) lead had sensed and captured at the atrial chamber. The lv lead was explanted and replaced on (B)(6) 2024. The patient was in a stable condition.